Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged for at least 4 months following an unrelated procedure. As a result, the scs ipg became inoperable (sjm representative confirmed with external devices). As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored following the surgical intervention.